Manufacturer narrative:
The device has been received for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4)

Event description:
The facility representative reported to baxter largo technical services one colleague infusion pump in which it alarms downstream occlusion when none exists. It is unknown when the reported condition occurred. It is unknown if patient injury or medical intervention occurred. Customer does not wish to be contacted. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
This device utilizes user interface module master software version 5.09.90 categorized as remediated. (B)(4)

Manufacturer narrative:
The reported condition of "alarms downstream occlusion when none exists" was confirmed, but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of alarms downstream occlusion when none exists. (B)(4).